Event description:
A customer contacted beckman coulter regarding erroneous troponin (accu tni) results that were generated by the access2 instrument for one (1) patient samples. A patient serum sample was tested for accu tni and a result of 0.71ng/ml was obtained. The result was printed with an "orh" (above the normal reference range) flag. The original sample was re-tested for accu tni and the repeated result of 0.59ng/ml, accompanied by the "orh" flag, was reported out of the lab. On the same day, the original sample was re-tested again and the result was 0.02ng/ml. A corrected report has been submitted. A plasma sample, drawn from the patient at the same time as the serum sample, was tested for accu tni and a result of 0.51ng/ml was obtained. The result was printed with the "orh" flag. The sample was re-tested and the repeated result was 0.01ng/ml. The customer reported that there was no change to patient treatment attributed to or connected to this event.

Manufacturer narrative:
The serum sample was collected in a red top tube with gel separator. The plasma sample was collected in a lithium heparin tube with gel separator. The specimens were centrifuged at 3,800-5800 rpms for 10 minutes and tested from 2ml insert cups. 3. Qc was within the customer's specifications prior to and after the event. A system check performed in 2007, prior to the event, passed. No other results or assays were questioned at the time of this event. A field service engineer (fse) was dispatched to the customer's lab five days later: the fse performed verification, including diagnostic testing which partially failed. The fse replaced: dispense probes, aspirate probes, peri-pump tubing, pump seals and precision pump spring. The fse verified mixer speed. The fse indicated that transducer's temperature and voltages were within specifications. The fse performed vacuum test and volume checks and both passed specifications. The fse repeated the failed portion of the diagnostic testing with passing results. The fse verified instrument performance per established procedures. Although hardware issues were addressed by the fse, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.